Event description:
Reporter alleged obtaining the results of 258 mg/dl, 358 mg/dl and 108 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that prior to obtaining the readings, she felt hypoglycemic and self-treated with candy. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Na

Event description:
Reporter alleged obtaining the results of 258 mg/dl, 358 mg/dl and 108 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that prior to obtaining the readings, she felt hypoglycemic and self-treated with candy. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.